Event description:
In april 2003, the pt reportedly was unable to hear while using their sound processor. In 2003, the pt was seen at the center for device eval. Testing performed confirmed that the device was no longer functioning. Surgery has been scheduled to explant the pt's device.